Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, out of service" message that could not be cleared by powering the platform off and on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/08/2014 for investigation. Investigation results as follows: the reported complaint was confirmed through review of the archive data which revealed that numerous error 132 (internal watchdog timeout) codes had occurred. Upon investigation testing, the error code was cleared. The platform was able to be rebooted three times and passed functional testing.